Event description:
It was reported that the patient presented into ER after received inappropriate therapy due to lead noise. Programming changes were made however noise was still present and patient received another inappropriate shock. Lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)